Event description:
During electrosurgical procedure, physician noted that thumb lever broke off device, piece recovered. Jaws not grasping tissue, blade not cutting, blade pushed tissue out of jaws. Sutured to complete the case. No pt harm.